Event description:
According to the facility, there were reports of 2 burn incidents "due to the incorrect bovie inserted into a major procedure pack". A sample is not available, but the facility was able to confirm the bovie tip used was from the gns major pack and was described as "the same weird looking bovie".

Manufacturer narrative:
According to the facility, there were reports of 2 burn incidents "due to the incorrect bovie inserted into a major procedure pack". A sample is not available, but the facility was able to confirm the bovie tip used was from the gns major pack and was described as "the same weird looking bovie". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.